Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed chiller pump. The device was evaluated. The mixing pump and chiller pump were found to have contributed to the reported issue. The chiller pump was replaced. The device passed all applicable testing and is ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The device history record review was not required as event was not an out of box failure and therefore is not manufacturing related. A labeling review was not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that alarm 113 (reduced water temperature control) occurred during the normal heat therapy in arctic sun device. As per review of wo on 12oct2022, it was stated that the pump hour was 6109 hours. It was used on patient. As per additional information received via follow-up on 14oct2022, it was stated that the arctic sun is under evaluation at the imi facility. Second device was used. No patient impact was reported. As per sample evaluation results received on 28feb2023, the root cause of the reported issue was a failed mixing pump. It was stated that the mixing pump was found to have failed. The chiller pump was also found to have contributed to the reported issue. The chiller pump and mixing pump were replaced.

Event description:
It was reported that alarm 113 (reduced water temperature control) occurred during the normal heat therapy in arctic sun device. As per review of wo on 12oct2022, it was stated that the pump hour was 6109 hours. It was used on patient. As per additional information received via follow-up on 14oct2022, it was stated that the arctic sun is under evaluation at the imi facility. Second device was used. No patient impact was reported. As per sample evaluation results received on 28feb2023, the root cause of the reported issue was a failed mixing pump. It was stated that the mixing pump was found to have failed. The chiller pump was also found to have contributed to the reported issue. The chiller pump and mixing pump were replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.